Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10509.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent total hip arthroplasty. The legal counsel further reports that the patient underwent a revision procedure due to patient allegations of pain and metallosis. Attempts have been made and additional information on the reported event is unavailable.